Event description:
Additional information received indicated that the cause of death reported was atherosclerotic cardiovascular disease due to hypertension.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under (B)(4). Additionally, this was initially reported on the summary report dated (B)(6) 2014 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary tract infection, frequency, urgency, urge incontinence, dysuria, dark urine, foul smelling urine, and hematuria. Furthermore, it was reported that the plaintiff died. No cause of death was reported.